Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 400 mg/dl, at the time of incidence. Customer reported that the insulin pump was not working properly as customer received insulin flow block alarm during fill tubing. Insulin was exited at the time of reviewing. Customer was advised to performed complete rewind. Customer did not want to troubleshoot because of insulin flow block alarm. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.